Event description:
The complainant had a battery failure (red alarm) when in use in the operating room. Zero percent charge after 24 hours of being plugged in was noted. The automated impella controller was replaced and support was successfully placed for the impella 5.5 surgical patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs from the reported day of the event are consistent with the complaint. The logs show battery failure (transport connection blown/missing #360) alarm triggered just after the aic was turned on. Device analysis: console ic6414 was not returned to field service for further investigation. Root cause: the root cause of the battery failure (transport connection blown/missing #360) alarm was not determined since aic was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact facility name corrected. G1 reporting contact address line 1 should have been left blank.